Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons are falling apart inside of my body [foreign body in reproductive tract]. Tampons are falling apart [device breakage]. Case narrative: consumer reported via email that the tampons are falling apart inside of her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons are falling apart inside of my body [foreign body in reproductive tract]. Pain- vagina [vulvovaginal pain]. Tampons are falling apart [device breakage]. Case narrative: consumer reported via email that the tampons are falling apart inside of her. No serious injury was reported.

Event description:
Tampons are falling apart inside of my body [foreign body in reproductive tract]. Tampons are falling apart [device breakage]. Consumer reported via email that the tampons are falling apart inside of her. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.